Manufacturer narrative:
Vyaire medical file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The customer reported the suspect display component is available for analysis and an return good authorization (rga) has been issued. At this time, vyaire medical has not received the suspect display component for evaluation.

Event description:
The customer reported an unresolved blank touchscreen display component on this device. The customer stated no reported patient involvement with this event.

Manufacturer narrative:
The vyaire failure analysis laboratory received the suspect obsolete user interface module (uim) for investigation. The failure analysis (fa) lab performed a visual inspection of the internal components with no anomalies. Voltage testing was performed on the real time clock battery, which found a low voltage state and out of specifications. The fa lab also performed multiple power on cycles on the suspect control board on a test uim. The fa lab duplicated the customer event, which was due to a low voltage of the real time clock battery. The root cause is associated with material fatigue within the real time clock battery.